Manufacturer narrative:
An event of oversensing was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor (icm) presented remotely with false atrial fibrillation (af) detections related to intermittent oversensing od the p and t waves. No interventions performed or planned. No patient contact made.